Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console shut down after displaying a goodbye message. A blown fuse was found in the diode power supply; therefore, it was replaced. Before reconnecting the console, it was noticed some sparks from the mains plug, discovered a loose live wire, and replaced the plug. When turning the unit back on, there was a popping sound and smoke from the rear bottom. There was no patient involved.

Event description:
It was reported that the console shut down after displaying a goodbye message. A blown fuse was found in the diode power supply; therefore, it was replaced. Before reconnecting the console, it was noticed some sparks from the mains plug, discovered a loose live wire, and replaced the plug. When turning the unit back on, there was a popping sound and smoke from the rear bottom. There was no patient involved.